Event description:
Caller reported that the insulin gauge displayed an amount different than expected, occurring an unspecified number of times since roughly a month ago. There was no adverse impact to the customer¿s blood glucose level. Caller declined to answer further questions regarding the fill estimate issues and no additional corrective actions or outcomes were provided.